Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that the package was not fully sealed. No patient injury or delay in a procedure was reported as a result of the event.